Event description:
It was reported that catheter issue occurred. The patient presented for a central cord syndrome. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got separated inside the body. It occurred during normal use when an attempting to removed it outside the body after rec. The catheter was removed as usual. Somehow, they managed to recover it without it falling into the body. The procedure was completed with another of the same device. There were no patient complications reported and the patient is in good condition.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached. These types of damages are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending forces in this section are not evenly distributed and are mainly focused over the least rigid material (imaging window). These kinds of detachment are related to design characteristics of the device. For this reason, the assigned cause for the encountered detachment is cause traced to device design

Event description:
It was reported that catheter issue occurred. The patient presented for a central cord syndrome. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got separated inside the body. It occurred during normal use when an attempting to removed it outside the body after rec. The catheter was removed as usual. They managed to recover the separated portion without it falling into the body. The procedure was completed with another of the same device. There were no patient complications reported and the patient is in good condition.